Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when preparing devices for use, camera and console, there was no picture. Sales rep has been contacted by the phone and decided to inspect the devices in person. After many tries it was not possible to get a picture. It was decided to send products to technical service.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: I would like to inform you that the repair is complete. Replaced socket assembly (p31758) and fiber optic connector (p32986) in the camera console. Head and lens in working order. Equipment sent back to the customer. Probable root cause: cables. Hdmi cables. Connectors. Digital board power supply. Filter / fuse. Ac inlet board. Main board. Transition board. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when preparing devices for use, camera and console, there was no picture. Sales rep has been contacted by the phone and decided to inspect the devices in person. After many tries it was not possible to get a picture. It was decided to send products to technical service.